Event description:
The customer reported that the drapes are thick and caused abrasions. In response to follow up inquiries, the customer indicated that the event occurred on (B)(6) 2026. The abrasion involved the eye, and an injury was reported. No product sample is available for evaluation. It is unknown whether any medical intervention or diagnostic testing was performed.

Manufacturer narrative:
Incident two of three. The product involved in this complaint is not available for evaluation. A follow-up report will be provided upon conclusion of the investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.